Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no cine with message "x-ray already selected for examination" and unable to change mag modes. Review of the log file showed that there was a malfunction in ippc. During troubleshooting, the fse examined the log file and discovered that the host pc was defective. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not cine and a message appeared that x-ray had already been selected. There was no report of harm. Philips has started an investigation of this complaint.